Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place on (B)(6) 2014. Left asr xl. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: asr revision due to take place on (B)(6) 2014. Left. Asr xl. Reason(s) for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed. At this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.